Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia\heavy bleeding') in an adult female patient who had essure (batch no. 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma. Concomitant products included amlodipine besilate (norvasc), ibuprofen and progesterone. On (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes") and uterine leiomyoma ("tumor / teratoma / cancer-type: fibroid") and experienced nausea ("nausea"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, hormone level abnormal, nausea, cystitis, urinary tract infection, vaginal infection, dyspareunia, fatigue, migraine and headache outcome was unknown. The reporter considered cystitis, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2009: bilateral tubal occlusion post essure. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs received. Lot number and lab data added. Concomitant medication and condition added. Events : menorrhagia, abnormal bleeding(vaginal), hormonal changes, nausea, bladder infection ,urinary tract infection, vaginal infection, dyspareunia (painful sexual intercourse), fatigue, tumor / teratoma / cancer-type: fibroid, migraines, headaches were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia\heavy bleeding') in an adult female patient who had essure (batch no. 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma. Concomitant products included amlodipine besilate (norvasc), ibuprofen and progesterone. On (B)(6) 2008, the patient had essure inserted. In 2014, the patient experienced night sweats ("hormonal changes: night sweats") and mood altered ("hormonal changes: mood change"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), migraine ("migraines") and headache ("headaches") and was found to have uterine leiomyoma ("tumor / teratoma / cancer-type: fibroid"). On an unknown date, the patient experienced nausea ("nausea"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, night sweats, nausea, cystitis, urinary tract infection, vaginal infection, dyspareunia, fatigue, migraine, headache and mood altered outcome was unknown. The reporter considered cystitis, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, night sweats, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; in 2009: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2009: bilateral tubal occlusion post essure.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received events " hormonal changes: mood change and night sweats" were added. Lab data was added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia\heavy bleeding') in an adult female patient who had essure (batch no. 628191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma. Concomitant products included amlodipine besilate (norvasc), ibuprofen and progesterone. On (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes") and uterine leiomyoma ("tumor / teratoma / cancer-type: fibroid") and experienced nausea ("nausea"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, hormone level abnormal, nausea, cystitis, urinary tract infection, vaginal infection, dyspareunia, fatigue, migraine and headache outcome was unknown. The reporter considered cystitis, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2009: bilateral tubal occlusion post essure.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.